Event description:
The manufacturer received info alleging a ventilator failed to power on. There was no pt harm or injury reported. The device has yet to be received by the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.